Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 and (B)(6) 2017 (both information processed together with clock start date of (B)(6) 2017) from physician via national supervisory authority for welfare and health (fin-valvira) this case concerns a (B)(6) male patient who received treatment with synvisc one injection and after few weeks, patient had c-reactive protein elevated, synovial fluid leukocytes elevated, leukocytes elevated and after 1 month patient had stiffness on both knees and swelling on both knees. No relevant concurrent condition and past drug were reported. Concomitant medications include etoricoxib (arcoxia) for arthrosis pain. On (B)(6) 2016, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once (batch/lot and expiration date: not reported) for arthrosis in both knees. It was reported that on the left side the injection was technically more difficult (to perform) and the injection had to be performed repeatedly. On (B)(6) 2016, after 1 month of receiving the synvisc one injection, patient developed swelling and stiffness on both knees. A month after the injections, on (B)(6) 2016, patient went to hospital emergency room where fluid was aspirated from the knees, 30 ml from the left and 10 ml from the right one. On an unknown date in (B)(6) 2016, after few weeks of receiving the synvisc one injection, synovial fluid leucocytes were around 7000 (e6/l), other synovial fluid tests were normal. It was reported that c-reactive protein was 54 mg/l and leukocytes 10.4 (e9/l). At the time of this report the patient had not yet recovered. Patient was incapable of work and would be on a sick leave until (B)(6) 2017. Corrective treatment: not reported for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: hospitalization for all the events. Additional information was received on 26-jan-2017. Ptc results were added and text amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 26-jan-2017: the follow up information received does not change the overall case assessment. Sanofi company comment dated 25-jan-2017: this case concerns a patient who received synvisc one injections in both knees and later developed stiffness and swelling in knees. The aspirated fluid showed increased leukocytes and patient's c-reactive protein and leukocytes were found to be increased. No definitive diagnosis related to these findings have been reported, however, the possibility of inflammation and/or joint infection cannot be ruled out based on these findings. The causal role of company product cannot be ruled out due to the close temporal relationship and the nature of the events. However, a comprehensive causality assessment is hindered until further information regarding final diagnosis is confirmed.

Event description:
This unsolicited case from (B)(6) was received on 23- jan-2017 and 24-jan-2017 (both information processed together with clock start date of 23-jan-2017) from physician via (B)(6). This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after few weeks, patient had c-reactive protein elevated, synovial fluid leukocytes elevated, leukocytes elevated and after 1 month patient had stiffness on both knees and swelling on both knees. No relevant concurrent condition and past drug were reported. Concomitant medications include etoricoxib (arcoxia) for arthrosis pain on (B)(6) 2016, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once (batch/lot and expiration date: not reported) for arthrosis in both knees. It was reported that on the left side the injection was technically more difficult (to perform) and the injection had to be performed repeatedly. On (B)(6) 2016, after 1 month of receiving the synvisc one injection, patient developed swelling and stiffness on both knees. A month after the injections, on (B)(6) 2016, patient went to hospital emergency room where fluid was aspirated from the knees, 30 ml from the left and 10 ml from the right one. On an unknown date in (B)(6) 2016, after few weeks of receiving the synvisc one injection, synovial fluid leucocytes were around 7000 (e6/l), other synovial fluid tests were normal. It was reported that c-reactive protein was 54 mg/l and leukocytes 10.4 (e9/l). At the time of this report the patient had not yet recovered. Patient was incapable of work and would be on a sick leave until (B)(6) 2017. Corrective treatment: not reported for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: hospitalization for all the events. Pharmacovigilance comment: sanofi company comment dated 25-jan-2017: this case concerns a patient who received synvisc one injections in both knees and later developed stiffness and swelling in knees. The aspirated fluid showed increased leukocytes and patient's c-reactive protein and leukocytes were found to be increased. No definitive diagnosis related to these findings have been reported, however, the possibility of inflammation and/or joint infection cannot be ruled out based on these findings. The causal role of company product cannot be ruled out due to the close temporal relationship and the nature of the events. However, a comprehensive causality assessment is hindered until further information regarding final diagnosis is confirmed.